Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Rotating part of electric toothbrush broke off in mouth whilst brushing teeth [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that the rotating part of her oral-b power oral care refills precision clean broke off in her mouth while she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown. She stated that she almost swallowed it. No symptoms developed.